Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Reportedly, contact believed that low bg may have been caused by hormones. Customer stabilized bg levels by consuming juice and food. Recommendation was made to consult with health care provider to discuss diabetes management.